Manufacturer narrative:
Based on the claim against the product by the customer noting the scissors tip cover slid off and fell into the patient, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The mcs tip cover is an accessory and does not get captured by the system logs. Therefore, an instrument log review of the product related to the complaint cannot be performed. No image or video was available for review. An event verification confirmed the radical cystectomy w/ ileal conduit procedure was performed on the reported event date (B)(6) 2022 on system sk5034. This complaint is considered a reportable event due to the following conclusion: it was alleged that scissors tip cover slid off and fell into the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. Additionally, the procedure was delayed over 30 minutes. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the customer was removing monopolar curved scissors (mcs) instrument from the universal surgical manipulator (usm3) and it re-engaged to the usm. Prior to calling to technical support, the surgeon scrubbed in and was able to remove the instrument. The customer stated that after they removed the instrument, no instrument in usm3 would deliver energy. Prior to calling, the customer replaced the drape with no change. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and found errors 31088 and 31009 (likely created during inadvertent engagement and removal of instrument in usm3) as well as erbe c-06, m-18, and m-11. The customer confirmed all cautery instrument work in other usm but not in usm3. Tse asked if the usm 3 is identified on the erbe when cautery instrument installed in usm 3 and the customer confirmed it does but no energy is delivered when called for. The tse recommends customer to power cycle system. Also, the customer reported that the monopolar curved scissors (mcs) tip cover slid off and fell into the patient. It took approximately 1.5 hours to locate and retrieve the tip cover however it was retrieved in full. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.